Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a cracked seal on the cable cover. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had no image due to a faulty cable. The most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A labeling review was conducted. No anomalies were found. The device was used in accordance with the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device was not sending an image to the video tower. A replacement camera head was tested with video tower without issue, confirming the tower was working correctly and the problem lied with camera head. Usually when these kinds of issues are discovered it is during set up for a procedure. There were no reports of patient harm. No additional information was available.